Event description:
During index procedure, the patient had one endeavor sprint drug-eluting implanted to the rca. Approximately 19 months post index procedure the patient was hospitalized due to stomach pains. An endoscopy was performed and bleeding was confirmed. Dapt was stopped to treat the bleed. The issue was reported to be resolved. Investigator assessed that the reported event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).